Event description:
A tandem mobi cartridge alarm was reported by the caller, and there was no adverse impact to the customer's blood glucose level. After confirming the cartridge alarm 34, technical support instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus. The bolus was completed successfully, and the caller was able to reload the original cartridge and resume insulin therapy. Despite resolving the issue, a replacement pump was arranged as a precaution due to a past occurrence of the same alarm on 12/5/2025 that was not initially reported.